Manufacturer narrative:
(B)(4).

Event description:
It was reported that a no sensor inserted message was received during a sensor session. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. Additionally, it was determined that the sensor failed after warmup. No injury or medical intervention was reported.